Event description:
The pt had four leads connected to an implantable neurostimulator. One lead was coming through the skin. The physician planned to cut the distal end of the exposed lead (before the bifurcation) and maintain the other. During the procedure, the physician opened the incision and it looked like poor tissue healing. The pt was elderly and spend a lot of time on his back. A culture sample was collected and it was decided to remove the whole system. At the time of the report the pt was on antibiotics, and without stimulation. The physician planned to re-evaluate after the pt healed.